Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported by the user that during an eviva breast biopsy procedure on (B)(6) 2026, "during the initial needle check, there were no problems, only a hissing noise. The aspiration system did not display a red warning light. All connections were checked, and the black one also made a similar hissing noise." It is further reported that despite the "hissing" noise, the user decided to proceed with the procedure. It is reported that "the needle was brought close to the breast to administer the local anesthetic when a noise and a cry of pain was heard from the patient." It is reported from the user site the "the needle had accidentally discharged." According to the reported information, the procedure was aborted. No further information is currently available.